Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired via interrogation. There were no patient consequences.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.